Event description:
It was reported to boston scientific corporation on may 10, 2023, that an epic biliary endoscopic stent was to be implanted in the left and right hepatic ducts to treat a malignant hilar stricture during a hilar stricture metal stenting procedure performed on (B)(6) 2023. The patient's anatomy was tight and was dilated prior to stent placement. During the procedure, the guidewire would not move forward and pass through the device delivery system. The epic biliary stent was removed, and the guidewire was loaded outside the patient, but it would still not move. The procedure was not completed because the same device was not available at the hospital. On (B)(6) 2023, the same procedure was performed on the patient. There were no reported patient complications as a result of this event. Note: it was reported that the guidewire used was a 0.25 guidewire. Per the directions for use (dfu), the required guidewire to use is a 0.035 in (0.89 mm) stiff-bodied guidewire. The user did not use the required guidewire for the procedure.

Manufacturer narrative:
Block e1: the initial reporter address 1: (B)(6). Block h6: impact code f05 captures the reportable event of delayed treatment/therapy. Imdrf device code a15 captures the reportable investigation result of stent partial deployment. The epic biliary endoscopic stent and delivery system were received for analysis. Visual inspection found the stent was partially deployed on the delivery system suggesting that the safety lock had been removed from the device. Visual and tactile examination found no damage to the delivery system. No other damages were noted on the delivery system. Product analysis did not confirm the reported event of the device being difficult to advance. The investigation concluded that this device was used in a manner inconsistent with the instructions for use(IFU)/product label. Partial stent deployment was evidence that the device safety lock had been removed prematurely. Additionally, a labeling review was performed, and from the information available, the guidewire used by the customer was size 0.25 inches which was not compatible with the device. Per the directions for use(dfu), the required guidewire to use is a 0.035 in (0.89 mm) stiff-bodied guidewire. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an epic biliary endoscopic stent was to be implanted in the left and right hepatic ducts to treat a malignant hilar stricture during a hilar stricture metal stenting procedure performed on (B)(6) 2023. The patient's anatomy was tight and was dilated prior to stent placement. During the procedure, the guidewire would not move forward and pass through the device delivery system. The epic biliary stent was removed, and the guidewire was loaded outside the patient, but it would still not move. The procedure was not completed because the same device was not available at the hospital. On (B)(6) 2023, the same procedure was performed on the patient. There were no reported patient complications as a result of this event. Note: it was reported that the guidewire used was a 0.25 guidewire. Per the dfu, the required guidewire to use is a 0.035 in (0.89 mm) stiff-bodied guidewire. The user did not use the required guidewire for the procedure.

Manufacturer narrative:
The initial reporter address 1 is (B)(6). Impact code f05 captures the reportable event of delayed treatment/therapy.